Event description:
It was reported that during an iliac artery stenting treatment procedure, the stent could not be fully deployed. Vascular access was obtained via the right femoral artery. The approximately 50% stenosed target lesion was located in the moderately calcified and moderately tortuous common iliac artery. After pre-dilating with a mustang balloon catheter, this 8x40x75 epic stent was selected. The device was advanced to the target lesion and deployment was started. The physician tried to slowly deploy but after about 2-3 rows of the stent cell deployed, the stent didn't move. The stent was not fully deployed and after several deployment attempts the physician "throw back the whole system." The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable this product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).